Manufacturer narrative:
An event of "ii to iii aortic regurgitation was confirmed by echocardiography", "prolapse of one leaflet was detected", and "structural valve deterioration (svd) was suspected" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was implanted. During the 6 month and 1 year follow up, no anomalies were observed. During the 2-year follow up at the end of (B)(6) 2021, "ii to iii aortic regurgitation was confirmed by echocardiography" and prolapse of one leaflet was detected. On (B)(6) 2021, structural valve deterioration (svd) was suspected; no subjective patient symptoms were reported. The re-operation date was reported as undecided. No patient consequences were reported.